Event description:
A customer contacted beckman coulter inc. (Bci) in regards to high sodium (na) and potassium (k) result on one patient generated on the unicel dxc 600 pro synchron chemistry analyzer. The result was not reported out of the laboratory; hence no patient treatment was impacted by the event. The samples were repeated and lower acceptable results were obtained and reported.

Manufacturer narrative:
The customer had been troubleshooting the na prior to the event. Qc post the troubleshooting was within lab-established ranges. However, upon recheck qc results were elevated. On (B)(6) 2011, service performed ion-selective electrode (ise) modification per pca report number (B)(4). FDA recall number z-0863-2010. From: the samples were repeated and lower acceptable results were obtained and reported to: the sample was repeated and lower acceptable results were obtained and reported

Manufacturer narrative:
The customer had been troubleshooting the na prior to the event. Qc post the troubleshooting was within lab-established ranges. However, upon recheck qc results were elevated. On (B)(4) 2011, service performed ion-selective electrode (ise) modification per pca report number 2050012-01/11/2010-001c. FDA recall number z-0863-2010.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to high sodium (na) and potassium (k) result on one patient generated on the unicel dxc 600 pro synchron chemistry analyzer. The result was not reported out of the laboratory; hence no patient treatment was impacted by the event. The sample was repeated and lower acceptable results were obtained and reported. Patient's results are provided.